Event description:
The accounts maintenance stated the knee function worked on its own twice.

Manufacturer narrative:
The accounts maintenance replaced the motor control circuit board to repair the bed.